Event description:
It was reported that during the implant of a new pacemaker the right atrial (ra) lead was connected and pulled lightly causing the insulation to move. The ra lead exhibited an increase in impedance and loss of capture, so the lead was deactivated. The lead remained implanted. No adverse patient effects were reported.